Event description:
It was reported that the left ventricular lead had dislodged. It was noted that the lead had oversensed the atrial and right ventricular signals. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of over sensing was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.